Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The svc rep replaced the filament driver board, the x-ray tube, and the hv tank. The sys was tested and is operating as intended.

Event description:
The customer reported that the 9800 sys displayed a filament regulator error message. No pt injury was reported.